Event description:
Related MFR#; 2916596-2023-01325; 2916596-2023-01326. It was reported that the patient experienced a pump stop on (B)(6) 2023 at 22:42 lasting 17 seconds. These appeared to be the result of a driveline disconnect. The log file captured 2 series of no external power event on (B)(6) 2023 that were caused by the power to the mobile power unit (mpu) being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the reported pump stop, which appeared to be caused by a driveline disconnect event. A specific cause for the driveline disconnect could not be conclusively determined. The submitted controller event and periodic log files are evaluated under the controller investigation. Per this investigation, the driveline appeared to be disconnected on (B)(6) 2023 from 22:42:45 ¿ 22:42:58, causing the pump to stop. The pump appeared to operate as intended at the set speed while the driveline was connected. The left ventricular assist device (lvad) event log file captured a software reset event on (B)(6) 2023, consistent with the reconnection of the driveline after the pump stop captured in the controller event log file. No other notable events were captured. The pump appeared to function as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. The user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.